Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's audio and vibration on their insulin pump was too low. They could not hear their alerts or alarms while asleep. No further details were provided. The insulin pump was not returned for analysis.